Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital technologist noticed that the velocity delivery microcatheter (velocity) was cracked in half upon removal from packaging. The velocity cracked in half prior to use and therefore was not used in the procedure .the procedure was completed using a new velocity.

Manufacturer narrative:
The velocity delivery microcatheter (velocity) was fractured approximately 54.5 cm from the hub; the fractured distal portion was kinked approximately 159.0 cm from the hub. Evaluation of the returned device revealed that the velocity was fractured and kinked. This type of damage likely occurred due to improper handling during removal from the packaging hoop. If the device is forcefully withdrawn from the packaging hoop at an angle, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.